Manufacturer narrative:
(B)(4). One piece sled. The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload present. The cartridge reload was received fully fired. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The sales rep reviewed the condition of the device with the surgeon. During the review it was noted that the reload appeared to have damage at the 30mm area, it appears that there was something hard in this area. The surgeon stated that he had used clips in the case, however, it is unknown if the device was fired near or over them.

Event description:
It was reported that the device was used during a video assisted thoracic surgery-right upper lobectomy. The device was fired 5 times properly then on the 6th firing when crossing the pulmonary artery, on the 2nd stroke with a gray reload, the force to fire increased significantly. The surgeon was unable to complete the second firing stroke. The surgeon left device on artery approximately 30 seconds to figure out what to do. The surgeon did not use the manual release button to return the knife. The surgeon grabbed the device with both hands to fire and return the knife. When the knife was returned, the staple line was malformed staples and there was bleeding. There was a significant loss of blood and a transfusion was required, the exact blood loss is unknown. The 2nd and 3rd strokes were completed. The surgeon increased the incision size to gain control of the bleeding. Case was completed.